Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate shocks due to noise and oversensing. The patient presented to the emergency room after received the shocks. The pacing impedance measurements were greater than 2000 ohms. A magnet was placed over the device to inhibit the inappropriate shocks; however, the magnet slipped out of position and the patient received additional shocks. The health care professional (hcp) elected to program the device to monitor only. It was noted that the noise seemed to lessen with isometrics and the patient is not pacer dependent. Technical services (ts) discussed this is likely a connection issue or a lead fracture. The physician indicated he was going to schedule the patient for a revision procedure. At this time, no additional information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information confirmed that this lead was fractured. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.